Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: the keypad was found to be intact; no damage was observed. The down arrow and contrast buttons were intermittently unresponsive. All other buttons responded appropriately. The keypad was removed and evidence of contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed a dim display with discolored text.

Event description:
On (B)(6) 2012, the reporter contacted animas stating that the pump was not working properly and that the patient was having issues with the buttons on the pump. There was no additional information was available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that there issues with the buttons on the pump.